Event description:
A health care professional that during intraocular lens implantation surgery, haptics were torn off upon insertion and the procedure was completed on the same day. Additional information has been requested, received and it stated posterior haptics were torn off while insertion. Subsequently the lens was removed during initial procedure and the surgery was completed with another unspecified lens by enlargement of incision. According to the surgeon, the lens too soft, too warm (temperature) which caused the event. There was no further impact to the patient. Additional information has been requested but no information is available at the time of this report.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).